Manufacturer narrative:
Batch review performed on 07.07.2021 lot 2011709: (B)(4) items manufactured and released on 18-feb-2021. Expiration date: 2026-02-08 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold. No other similar events have been reported on this lot.

Event description:
Revision surgery was performed 1 week after the primary due to subluxation of the acetabular shell (not enough press fit).